Event description:
While doing a laparoscopic case with physician, the harmonic would not work. It kept resetting. We have had many issues in the past and the sales rep happened to be in the or to finally witness the issue. A new cord and disposable was opened. The company rep from ethicon would like to be notified so he can pick up the cord and disposable handpiece so they will be tested together. Serial # of cord provided. The product information listed below is for the disposable portion. The device and cord along with product failure forms are in office.